Event description:
Pt is a 68 year old male who presented to ER with difficulty breathing, diaphoresis and rales bilaterally. Md intubated pt, pt coughing, tube removed, reinserted by crna with difficulty. ER rn states endotracheal intubation tube defective; would not stay inflated. Cxr cardiomegally with moderated severe pulmonary edema and bilateral pleural effusions. Pt successfully intubated. No harm to pt.